Manufacturer narrative:
Follow up #1 submitted: 01/06/2014. Device evaluation: review of the download history did not reveal any activity outside normal use. On investigation, the pump emitted no auditory tones during start up. The auditory alarm settings were set to ¿high¿ and tested. No auditory sounds were emitted. The pump was opened for investigation. Adjustment to the height of the auditory component¿s contact pins resulting in successful restoration of auditory tones.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no audible tone function. The distributor stated the pump did have vibratory function. No further information was provided. This compliant is being reported because the alleged auditory tone issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.